Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to corroded home switch. The displacement, basic occlusion, excessive no delivery, prime and occlusion tests were all unable to be performed due to motor error alarms. The device was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, broken belt clip slot and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 180 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was unable to rewind and motor error alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.